Manufacturer narrative:
After further investigation this report has been determined to be not reportable. A bent needle is not a reportable malfunction as it would not lead to harm or serious injury. As a result MFR# 1710034-2020-00756 is null and void.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced the catheter adapter/connector/hub being unable to connect with the mating component, and a damaged/defective catheter connector/adapter/hub. The following information was provided by the initial reporter: material no: 382623 . Batch no: 0098474, 0147452. Complaint category: fail to function / defective. Incident date: (B)(6) 2020. Details of complaint: MRI technologist opened the IV catheter. Upon inspection it appeared defective. The catheter would not seat on the needle and the unit was crooked. Complaint noticed: during / after use. Problem frequency: a few times. Patient injury: no. Has health canada been informed? Unknown. Qty affected: 2 ea.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0098474, medical device expiration date: 2023-03-31 , device manufacture date: 2020-04-08. Medical device lot #: 0147452, medical device expiration date: 2023-04-30 , device manufacture date: 2020-05-26. Initial reporter name and address:: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced the catheter adapter/connector/hub being unable to connect with the mating component, and a damaged/defective catheter connector/adapter/hub. The following information was provided by the initial reporter: material no: 382623 batch no: 0098474, 0147452. Complaint category: fail to function / defective. Incident date:(B)(6) 2020. Details of complaint: MRI technologist opened the IV catheter. Upon inspection it appeared defective. The catheter would not seat on the needle and the unit was crooked. Complaint noticed: during / after use. Problem frequency: a few times. Patient injury: no. Has (B)(6) been informed? Unknown. Qty affected: 2 ea.